Manufacturer narrative:
Results: migration, endoleak, disease progression; neck dilatation. Conclusion: disease progression; neck dilatation.

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 8 .8 years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient was lost to follow-up (had a 6 month follow-up only). It was reported that the patient was being evaluated for something else and was found to have a proximal type 1 endoleak due to stent graft migration of 6 cm (stent graft was in the sac). The neck was 8 mm in length and the aneurysm is 9 cm in diameter. The migration and endoleak were attributed to enlargement of the aortic neck due to disease progression. The patient is a non surgical candidate. A 28 mm and 36 mm diameter (long) endurant cuffs were successfully implanted to build the stent graft up into the neck. No additional clinical sequelae were reported, and the patient is fine.